Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received a critical pump error/open book image alarm. It was also reported that the customer experienced physical damage on the battery side of the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the pump and revert to backup plan as per the health care professional instructions and serialized device will be replaced. The insulin pump will be returned for failure analysis.

Manufacturer narrative:
. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 ((B)(6)) critical handling alarms confirmed in the history/trace files on (B)(6) 2024 at 09:01:57.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Force sensor zero offset (not within) specification (4.5mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, stained keypad overlay, cracked keypad overlay, keypad overlay peeling, cracked case corner of belt clip rails, broken battery tube threads, serial number label missing, partially broken retainer, cracked belt clip rails, corroded battery tube, and cracked case on the battery tube. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 ((B)(6)) confirmed in the pump history files due to a software anomaly. Esf#: (B)(4). Cosmetic damage confirmed where cracked case corner of belt clip rails, broken battery tube threads and cracked case battery tube compartment were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.